Event description:
It was reported that when the pt was seen for a follow up appointment with the treating neurologists, and when a diagnostic test was performed, high lead impedance resulted. X-rays were taken and sent to the MFR for review. There were no obvious lead discontinuities or anomalies observed in the portion of the lead that could be assessed which could be contributing to the high lead impedance. The pt has subsequently had surgery where the lead and generator were replaced. Good faith attempts to obtain additional info from the trending neurologist have been made, however, no additional info had been received to date. In addition, good faith attempts to obtain the explanted devices for analysis have been made, but the explants have not been returned to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.